Manufacturer narrative:
The customer reported that a patient's fur was singed and burned the skin. The medical assistance team has ruled out the treatment technique as issue. No further information was received. Device not returned for evaluation. The root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if new information becomes available.

Event description:
The customer reported that a patient's fur was singed and burned the skin.